Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic and mentioned that they had received two shocks earlier in the day. Upon interrogation of the patient's implantable cardioverter defibrillator it was noted that the two shocks were inappropriately delivered due to undersensing atrial activity as a result of noise on a competitor lead. Programming changes were made. The patient's condition was stable throughout the event.